Manufacturer narrative:
The reported issue was confirmed, during visual evaluation it was noted that the energy connectors were found damaged for the right chest pad and left thigh pad. The flow rate was found to be acceptable for the left chest pad and right thigh pad, the flow rate was found to be unacceptable for the right chest pad and left thigh pad. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the device received a low flow alert after the patient returned from a CT scan. The nurse removed the fluid delivery line and ran a diagnostic on the device, upon reconnection, the flow rate was 0.3 l/pm. The nurse could not identify the specific pad that was causing the issue, so a change of pads was recommended. Per follow up, a nurse reported that after the gel pads were replaced, therapy continued without further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device received a low flow alert after the patient returned from a CT scan. The nurse removed the fluid delivery line and ran a diagnostic on the device, upon reconnection, the flow rate was 0.3 l/pm. The nurse could not identify the specific pad that was causing the issue, so a change of pads was recommended. Per follow up, a nurse reported that after the gel pads were replaced, therapy continued without further issue.